Event description:
Boston scientific crm received information that three months post implant, the right atrial (ra) lead was surgically abandoned due to high threshold measurements. There was also concern that the lead may have dislodged from its original implant position. No exact measurements were given and no adverse patient effects were reported. This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.